Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in good condition. Review of the event history log shows service due messages logges several times. Use testing was performed. The customer complaint was confirmed due to clock battery and service due message. Service replaced the rtc clock battery as part of preventive maintenance. The root cause is unknown.